Event description:
Treatment of a left unruptured supraclinoid saccular aneurysm measuring 14mm x 6mm. During pipeline deployment, it was reported that the pipeline could not be released from the capture coil. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The pushwire and marksman catheter were returned for evaluation without the pipeline; therefore, the event cause could not be determined. (B)(4).